Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) up down ok issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 2/15/2017 device evaluation: the device has been returned and evaluated by product analysis on 1/26/2017 with the following findings: during visual inspection of the pump, it was observed that the keypad was intact; all the buttons were responsive during the investigation. The keypad cover was removed and there was no contamination or physical damage found. The pump was opened and there were no intermittent conditions found on keypad flex connector. The keypad connector latch was secure. The investigation was unable to duplicate the initial complaint about under responsive keypad. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.